Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) testing confirmed the loss of wireless telemetry. The loss of wireless telemetry was the result of a faulty radio frequency (rf) module.

Event description:
It was reported that the patient was having surgery to implant a subcutaneous coil. Unrelated to the surgery, the wireless telemetry was established to not be functioning by the utilization of several programmers. The non-wireless telemetry was working very well. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.